Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 268 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime, but received a "max filled" alarm and then a no delivery alarm. Customer was advised that reason for alarm could not be determined without a reservoir and infusion set change. Infusion set and reservoir would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.